Event description:
Complainant alleged that the medics were defibrillating a pt who was in cardiac arrest, but when the shock was delivered, the pt jerked and a spark was observed emanating from the anterior electrode. The pads were then removed from the pt, and fresh electrodes were applied to the pt and treatment was continued without further incident. The complainant reported that pt CPR was conducted subsequent to the pads being applied to the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Please reference medwatch report number 1220908-2000-01099, 1220908-2000-01100 and 1220908-2000-01153, which document three other similar, but different events that occurred in this facility.